Event description:
It was reported that the customer had high blood glucose of 430 mg/dl. Troubleshooting was performed. Insulin exited tubing during a manual prime and no air or leaks were found. Upon removal of the infusion set, the cannula was neither bent nor occluded. The customer stated he inserts with in one inch of previous site and some sites were as close as one quarter of an inch and no more than one inch from the previous site. Customer's blood glucose was 439 mg/dl and his symptoms were thirst and urination. The high pressure test was performed and passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.